Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was very slow, which prevented the anesthesia providers from removing any medications. A technical support specialist checked the network speed and changed to auto negotiation to resolve the issue also remoted in via rss and checked sync information and confirmed the device was communicating. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, the device was very slow, which prevented the anesthesia providers from removing any medications. Restarting the device did not resolve the issue. The customer confirmed that they could only remove some medications but not in locked drawers during their routine morning preparation, no case at time. There was no delay in dispensing medication or patient harm due to this malfunction since they moved the case to another room. There were no adverse events or injuries reported based on this event.